Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the ndi toolbox configuration for the positioning sensor unit (psu) of the system showed a battery fault, a bump, and exceeded temperature fault. The system was at a hotel for a demo. There was no patient present when this issue was identified.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 735821, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Information references the main component of the system. Other relevant device(s) are: product ID: 9735843, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the camera failed. The camera and cables were replaced. The system then passed the system checkout and was found to be fully functional. The cables were returned to the manufacturer for analysis. Analysis found that one cable had the strain relief pulled back exposing the cable shielding but no bare conductors. The cable passed testing with no opens or shorts. The other cable and bulkhead passed a continuity test with no opens or shorts. No problem was found. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that a check of the logs did not show any adverse events. The psu passed an accuracy testing. No problem was found. If information is provided in the future, a supplemental report will be issued.